Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 22-mar-2021, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer 1&2 are not opening" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order 01888168, the field service engineer (fse) reported that replaced pmc board. The fse ran cubex tester and was working successfully. Contacted medbank agent to assist with reprogramming zone 1 & 2. Had staff load new medication in zone 1, location 14, success. During dchu visual inspection: pn 151730-21: the unit revealed signs of thermal damage, specifically on component u501. No fluid ingress, loose components or other anomalies were observed. During dchu testing: pn 151730-21: no testing was required due to evidence of thermal damage observed on the u501 component. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawer from opening properly and leading to overall system malfunction.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer 1 and 2 failed to open. The customer adjusted the power management settings and rebooted the cabinet, still the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component u501 on the pcba pmc pyxis mini. There were no adverse events or injuries reported based on this event.